Manufacturer narrative:
(B)(4). Eval summary: the alleged device was returned and evaluated. Delivery accuracy tests were performed, the device was found to fail the static flow test. Visual exam revealed a mfg defect in the upper valve fluid path.

Event description:
Device malfunctioned.